Event description:
It was reported that the patient presented for a device change out procedure. Upon review, the right atrial (ra) lead exhibited oversensing of noise resulting in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.